Event description:
Customer reported leaking at the connection site between the 31202e and the t-connector extension set during priming and before being connected to the patient. Stated the fixed male luer of the 31202e extension set is connected to the slip female luer of the 20051e t-connector extension set and is the site where the leaking is observed. No patient harm occurred or medical intervention was required. Though requested, no additional information was available.

Manufacturer narrative:
Manufacturer's report date: 3/04/2009, the product is expected to be returned for investigation. It has not been received.